Event description:
The dealer alleges the xpo100b concentrator will shut down after 30 minutes. The dealer then states it will not alarm when shutting down, but if you press the plus button the device will power back on.